Event description:
It was reported that the patient had a pocket revision of the implantable neuro stimulator in (B)(6) 2014 due to erosion of the bot tom lateral aspect of the wound. The device was eroding the bottom corner of the incision. The health care provider (hcp) felt that the shape of the device and the prominence of the implant contributed to the need for the pocket revision. The patient status remains unknown. Further follow-up is being conducted to obtain information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v480091, implanted: (B)(6) 2010, product type: lead. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 37642, serial# (B)(4), product type: programmer, patient.